Event description:
It was reported that patients spinal cord stimulation (scs) leads have high impedances that are impacting his therapy. The patient underwent a lead revision procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6).